Event description:
During final closing suture tip noted by scrub tech to be broken off. Surgeon notified and scrubbed back in to assess incision. Unable to locate suture tip. Xray series completed of right shoulder- no suture tip noted on imaging.